Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost therapy due to high impedance. In turn, the patient underwent surgical intervention. During the procedure, the patient's extension was found to be damaged. As a result, the extension was explanted and replaced. Surgical intervention resolved the patient's issue.